Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): unknown screw (unknown) . Unknown glenosphere (unknown). Unknown baseplate (unknown). Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision to a reverse shoulder arthroplasty approximately two and a half (2.5) years post-implantation. Approximately four (4) months post-revision, the patient lost range of motion and experienced pain with any movement. The patient was diagnosed with capsulitis. One (1) month later, a bone scan was performed, which showed the system was intact. The patient began to recover but subsequently regressed with no reported trauma. Approximately nine (9) months post-revision, imaging revealed interval fracturing of the screws in the glenoid with associated superior displacement and angulation of the glenosphere and baseplate. The humeral component was noted to be subluxed cranially and anteriorly in relation to the glenoid hardware. At the time of the report, the patient had been referred to a specialist for reverse shoulder replacement problems but had not yet been evaluated. It was reported that no further information is available.